Event description:
It was reported that the motor in the insulin pump did not stop during operation. No further information was provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.